Event description:
It was reported that the patient had a stroke in (B)(6) 2012 and because of that they had memory ¿troubles.¿ the caller was redirected to the patient¿s healthcare professional (hcp). Additional information was requested but was not available at the date of this report. See manufacturer report # 6000032-2012-00171 for information pertaining to the device explant.

Manufacturer narrative:
Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: 2000-(B)(6), product type extension, product ID 3887-28, lot# l71641, implanted: 2000-(B)(6), product type lead. (B)(4).